Manufacturer narrative:
If information is provided in the future, a supplemental report will be provided.

Event description:
The towerlox® pivorod lp inserter, "tip broke off the jaw when inserting rod into final position in the middle position (detent position) with long rod in mis procedure".